Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluation was performed. The evaluation confirmed the symptom through review of the event history log, but could not reproduce it. The evaluation determined that the inscribed pin dimension was wider than specification, which is known to cause false upstream occlusion alarms. The ultrasonic sensor was replaced.

Event description:
During baxter's functional testing of a spectrum pump, the device alarmed upstream occlusion when no occlusion was present. There was no patient involvement.